Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when crossing the lesion, it was noted that the probe of the stent broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 198 mm distal from the distal end of the strain relief. Multiple hypotube kinks were noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x12 synergy drug-eluting stent was advanced to treat the lesion. However, when crossing the lesion, it was noted that the probe of the stent broke. No patient complications were reported.